Event description:
It was reported the device was double beeping with no cassette during testing. No patient injury was reported.

Manufacturer narrative:
No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. No error was found in event history log. Customer problem was verified during investigation. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor.